Event description:
Upon testing the harmonic disposable hand peice, the generator would not test - displayed "error" message on screen. The disposable cord was switched out but same error message appeared. A new disposable handpiece was opened on the field and worked appropriately.what was the original intended procedure?surgical removal of renal mass.device #1is this a laboratory device or laboratory test?no.